Event description:
It was reported that a (B)(6) pump had an alarmed air in line during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an alarmed air in line during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d9 was no should be yes. The correction was inadvertently not added to h10 in the first follow-up.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, an air in line alarm did not occur. A review of the event history log did not reveal air in line messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No component could be determined for causality and therefore no correction was required. Should additional relevant information become available, a supplemental report will be submitted.